Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the tower doors. A field service engineer cleaned and properly reseated all tower door latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system doors malfunctioned. The customer reported that the issue occurred during the dispensing process. However, it did not impede patient care. There were no adverse events or injuries reported based on this incident.